Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: other: device history review found the product met specifications when released for distribution. Conclusion: cause of event determined to be related to patient condition along with implant technique. Analysis: upon receipt at medtronic's quality laboratory, visual inspection noted that the valve was rotated in the stent, the right cusp of the valve to the non-coronary cusp position in the stent. A pledget was noted on the inflow edge of the sewing ring adjacent to the left right inferior coaptive area. All leaflets were slightly stiff, but flexible except where host tissue extended on the inflow. A large tear and abrasions through the free margin and lunula of the right cusp appeared to be due to contact with the bias cloth and/or a long suture tail. The tear was in-line with the overlap in the bias cloth on the outflow rail. Glistening off-white pannus lined the existing sewing ring on the inflow, over the tissue and base stitching, onto the margin of attachment, into all inferior coaptive areas and 1 to 3 mm onto all cusps slightly reducing the inflow orifice area. Pannus lined the outflow edge of the sewing ring adjacent to all cusps. Radiography showed trace mineralization in the left cusp and host tissue along the sewing ring. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to mineralization and host tissue overgrowth. These findings are generally considered a pt related condition. Additionally, bias wear and a long suture tail affected the valve function.

Event description:
Medtronic received info that this bioprosthetic valve, implanted for 4 years and 3 months, was explanted due to stenosis and regurgitation secondary to pannus overgrowth and right coronary leaflet disruption. There were no adverse pt effects reported.